Event description:
Literature was reviewed regarding 'intrathecal drug delivery for intractable pain: identified patient satisfaction survey study comparing intrathecal dose with satisfaction, pain relief, and side effects'. The following medtronic devices were used: synchromed pump. Among patients' adverse events/device performance issues included: 17 patients wanting their pump turned down and removed. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Schultz dm, bakke ch, ruble hl, larmour cs, hagedorn jm, abd-elsayed a. Intrathecal drug delivery for intractable pain: identified patient satisfaction survey study comparing intrathecal dose with satisfaction, pain relief, and side effects. Neuromodulation: technol neural interface. Published online 2025. Doi:10.1016/j.neurom.2024.11.006 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.